Event description:
Following an MRI scan it was reported a pt may have suffered skin burn(s) beneath the ECG electrodes. Several attempts were made to obtain info regarding this event, but the MRI supervisor was not reachable. An attempt was made to contact the hosp administration, and after numerous attempts, contact was made. The hosp administration contact indicated that all requests must be made in writing and forwarded to the hosp legal department. A formal request was made by on 11/5/97. No info has yet been rec'd.